Manufacturer narrative:
The tp2 reagent lot number was 838819. The expiration date was not provided. The daily qc was not acceptable. There were 0.03 abs and 0.1 abs alarms indicating that the cells were dirty and the system was contaminated. The field service engineer found a solenoid valve and cell overflow. He performed some adjustments on the analyzer and precision studies and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with total protein gen.2 (tp2) assay on a cobas c503 analytical unit. Discrepant results for 2 patients' samples were provided. Sample 1 (patient 1): initial result: 9.59 g/l. Repeat result: 55.8 g/l. Sample 2 (patient 2) was tested on (B)(6) 2025: initial result: 39.9 g/l. Repeat result: 53.4 g/l. The initial results were low prompting the repeat of the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct as they matched the patients' medical history and conditions.